Event description:
It was reported the tsw35 was used during a laparoscopic appendectomy. It was reported the device did not fire properly. There is no other info available. There was no consequence to the pt.